Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there crooked closures resulting in insufficient blood draw volume on 5 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The customer photo indicates that the cap/stopper assembly was attached slightly at an angle due to a crooked stopper; however, no underfill was observed. A total of 100 retained samples were visually inspected, and no crooked stoppers were found. Additionally, 20 retained samples underwent functional testing and it was determined that all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: crooked stopper. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there crooked closures resulting in insufficient blood draw volume on 5 devices. There were no health consequences or impacts reported.